Event description:
On november 2, 2006, it was reported to bsc that during a therapeutic procedure for removal of stones in the common bile duct (patient gender and age unknown) "sparks occurred inside the patient." When the device was removed from the patient, the customer also noted that the cutting wire "at the proximal was burned and cut." The procedure was completed with another bsc stonetome. There was no reported complication or ill effect sustained by the patient.

Manufacturer narrative:
This device has not been received by this MFR. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause of this event.